Manufacturer narrative:
(B)(4). Follow-up information was received on 21 august 2014: it was reported that the patient had recovered, with a mild scar and pigmentation on both sides of the nasal root. A laser for scar treatment was planned by the clinic.

Event description:
A patient was injected with a total of 0.2 ml of radiesse into the nasal root area on (B)(6) 2014. Right after the injection, the patient felt itchy in the forehead area and experienced mild skin bleaching in the nasal root. The next day she felt severe swollen, developed discoloration in the nose area and had pain sensation around the eye area. The events were diagnosed as vascular compromise. Corrective treatment included warm packing, massage and steroid therapy. Prophylactically, oral antibiotics were prescribed by the physician. A (B)(4), field clinical specialist (fcs) was notified by the clinic manager on (B)(6) 2014. A medical consult was offer, but the physician felt experienced with treating this type of adverse event. On (B)(6) 2014, the patient received hyperbaric oxygen treatment (hbot) and there was necrosis noticed in nose area. Follow-up information received on 29 july 2014: the treatment with hyperbaric oxygen had been done 3 times and prophylactic antibiotic therapy was ongoing at the time of this report. The patient's status was improving.